Event description:
The facility reported an incident of overinfusion of tpn on a premature newborn. The newborn received the entire 250ml bag of tpn within 2 hours. The intended rate of delivery was 7.6ml/hr with a volume to be infusied at 21.8ml. As a result of the overinfusion, the newborn received IV insulin and then several sugar boluses. After 8 hours, the newborn's glucose levels stabilized. No patient injury or adverse outcome was reported.